Manufacturer narrative:
The affected bags were requested to be return for further investigation. They were received on 05/23/2024, investigation in process. This MDR will be reopened and updated in the event the affected bags involved or additional information becomes available. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Event description:
05/08/2024, infutronix medical received a report from the patient that the tubing had separated from the catheter. The patient stated that per the doctor's instructions they were directed to remove the catheter. Upon removing it, the patientt stated that the remaining therapy/medication was lost. No patient injury/harm reported.